Event description:
It was reported a homechoice device experienced an unknown system error alarm. The alarm occurred in an unknown process step of peritoneal dialysis therapy. It is unknown whether the patient was connected at the time of the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.